Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.